Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose and life threatening ketones resulting from the cannula needle not being long enough. The patient was treated with IV saline and insulin, the infusion set was replaced, and insulin delivery was successfully resumed. The patient remained hospitalized for four days and was discharged on (B)(6) 2025.